Manufacturer narrative:
. Imdrf device code a15 captures the reportable event of the clip being unable to be released from the catheter.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used during a procedure performed on (B)(6) 2025. During the procedure, upon deployment of the clip, the delivery system did not detach. The procedure was completed with another resolution 360 clip device. There were no patient complications reported as a result of this event.